Manufacturer narrative:
(B)(4). The device was returned with the blade tip broke off and not returned. During functional testing on gen11 instrument error screen was displayed. The device will stop activating when the blade becomes damaged. The blade was found broken inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broken due to contact with clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.

Event description:
It was reported that during a laparoscopic hysterectomy procedure the device stopped working as the error code replace instrument came up. It was then cleaned and started working again but on activation the tip fell off in the patient and then it was retrieved. I am not sure if the tip is being returned inside the package. Procedure was completed with same like device and was prolonged by ten minutes. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.